Event description:
It was reported that during a da vinci assisted surgical procedure, the right eye of the high resolution stereo viewer (hrsv) on the surgeon side console (ssc) was black. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance after the surgery. The tse asked the surgical staff to power down the system and to clean with dry air the blue fiber cable (bfc) ends of the involved ssc to the rest of system before reseating it. During powering up the system, the surgical staff stated that no backlight was present at all on the right eye. The procedure was completed with no reported injury. On 28-feb-2022, isi contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system. The right eye was not coming on when powering up. Restarting the system did not resolve issue. The system initially powered on without errors but the right eye did not come on. Both sscs were connected at the initial power up. There was only one operating surgeon so they used the other surgeon console. The patient information was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A system log review cannot be performed because the system logs are not available at this time. The system was not connected to onsite. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6. Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported issue. The hrsv was observed to have no video signal and the main board was noted to be defective.

Event description:
Refer to h10/h11 for follow-up information.